Event description:
A malfunction on the pump was reported by the customer, resulting in the customer's blood glucose level rising to 507 mg/dl. The customer addressed the high blood glucose level by administering a correction injection via multiple daily injections and proceeded to use a backup insulin pump. Customer technical support assisted the caller with resetting the pump and confirmed shipping of a replacement pump once the previous pump was in transit. The caller was also advised on how to handle the return process and confirmed understanding of the instructions.